Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (no clear liquid inside) transfer guard not returned. Performed pre-fill reservoir test appendix c. Using a new lab transfer guard. A visual inspection test was performed using appendix d; and the reservoir/barrel was found with long crack alongside of the barrel; per dop114-811doc. Conclusion: the reservoir was found to have physical damage, with long crack alongside of the barrel. Unable to pre-fill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with changing reservoir. There was a leak after changing. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was performed for reservoir leak. Customer reported leaks occurred during priming/fill tubing process and customer confirmed leak occurred at transfer guard. Had customer disconnect and reconnect transfer guard to reservoir and tried again. No harm requiring medical intervention was reported. Mmt-332a was requested and customer will disconnect to use the reservoir. Customer response was the device will be returned.